Event description:
Subsequent to the initially filed report, the following information was received: during attempts to remove the device, a foot break/separation occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The foot separation was confirmed. The difficult to open of close was not confirmed due to the condition of the device. The entrapment and product quality issue are related to the case circumstances and cannot be replicated in a lab environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the reported information, and the returned device, it is likely the guide broke during insertion creating the unusual feel when opening the foot, the difficult to open or close, and the entrapment. As reported the foot separation occurred during device removal. Additionally, the material separations, deformation, twisting and split, cut, or torn are related to the surgical intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling.corrections:d1 ¿ brand name: updatedd2a ¿ common device name: updatedd3 ¿ name, address 1, city, postal code: updated

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a structural heart patent foramen ovale (pfo) interventional procedure. A day prior to the product experience a figure-8 stick was placed at the accesses site. Reportedly, the figure-8 stich was removed and the proglide suture was deployed; however, the footplate didn¿t feel right. The footplate was closed; however, the device could not be removed. The physician then dismantled the device was unable to remove the device. A vascular surgeon (dr. Ramaio) was called and a cut-down with surgical suturing were performed to remove the device and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.